Manufacturer narrative:
The t:slim x2 pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates. Reportedly, the cartridge was filled with 300 units of insulin, and the insulin gauge remained static at 105 units. Subsequently, the customer refills the cartridge every 2-3 days and changes out the cartridge every 1-2 weeks. The customer's blood glucose level was 530 mg/dl with moderate level of ketones, and was addressed by delivering a bolus and administering manual injections. Review of the pump data logs by tandem technical support showed that the customer added additional insulin to the cartridge each time the insulin gauge reached 100 units. The customer loaded a new cartridge onto the pump.